Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation and the event as reported of a worn reamer cannot be confirmed. A process review was completed and there were no discrepancies found. No further investigation is required. Complaint information provided by depuy synthes. The event occurred in (B)(6). Device not returned.

Event description:
It was reported during an unknown patient procedure the reamer is worn. There were no adverse events reported as a result of the malfunction.